Event description:
Caller reported a malfunction on the pump with a malfunction code displayed as malf 12 and a fault ID of 0x2071. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. Caller was able to start her sensor session and resume insulin delivery successfully following assistance from technical support, who provided pump reset information and guided the caller through resetting the pump, ensuring that the malfunction code did not recur. Customer was advised to continue using the pump and to call back if any further issues arose.